Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018 and (B)(6) 2018. The device has not been returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxt225 7.5 diopter lens was implanted in the patient's right eye (od) on (B)(6) 2018. It was later explanted on (B)(6) 2018 due to the patient not being happy with the lens and wanted to changed the diopter. There was no incision enlargement, no vitrectomy, and no sutures used. The replacement lens was the same model, but different diopter of 6.5. Reportedly, there was no patient injury and the patient is doing fine post-operatively. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 08/01/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The product was inspected using a microscope with a 12x magnification and showed that the optic body was cut in and the lens is contaminated, dust particles are present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area and the damage has most probably occurred due to the explant procedure. Investigation of the return sample and the condition of the return sample do not suggest the damage was introduced during manufacturing. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the labeling review was not reviewed because limited information was received. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.